Event description:
The customer reported the system would not boot and is displaying error code 8. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and installed new software with fmi 15087. System operates as intended. This MDR is related to ge healthcare complaint.